Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received. The physician had originally reversed the leads in the header and this was correct. The device was explanted on (B)(6) 2020 due to pocket infection.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-02452; 2938836-2020-02454. It was reported that when the patient presented for follow-up in clinic, it was noted the patient developed a hematoma. A hematoma evacuation was performed, and the ra and rv leads were placed into the proper position in the device header. The patient tolerated the procedure well and was discharged the same day.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device explant related to infection was submitted under MFR# 2938836-2020-02607 and unrelated to this event.